Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the foot of the prostyle was deployed; however, before pushing down the plunger, the plunger was removed. A cuff miss, suture retrieval issue, occurred. It should be noted that the prostyle instructions for use (IFU), deployment states step 2 is to depress the plunger to deploy the needles and step 3 states to pull back the plunger to deploy the sutures. In this case, the physician was aware that the plunger was pulled out of sequence as it was reported. The reported deployment out of sequence appears to be related to user deployment technique as it was reported that the plunger was inadvertently pulled out prior to deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via an 8.5f sheath hole prior to an ablation interventional procedure. Reportedly, the foot of the prostyle was deployed; however, before pushing down the plunger, the plunger was removed. A cuff miss, suture retrieval issue, occurred. The sutures of a new prostyle device was successfully pre-placed. The use of an 8.5f sheath was continued and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.